Manufacturer narrative:
Unit had intermittent buttons response due to flattened (creased) up button dome switch. No unlocked j2/lcd keypad connector noted. However, unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit communicated properly with glucose sensor simulator and displays the 100 value properly on display graph. The sensor feature working properly. No unexpected calibrates anomaly or sensor alarms anomaly noted. Unit had cracked lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s high blood glucose level was 292, 182, 277, 283, 89, 82, 180 mg/dl. The customer reported that there were cracks on liquid crystal display screen connecting to the body. Troubleshooting was performed for damage also for high blood glucose and under delivery. The customer reported that they had performed the high pressure test and the test was passed. The customer was advised that the insulin pump will need to be replaced and advised to discontinue use of the pump and revert to backup plan the insulin pump will be returned for analysis.